Event description:
The source of infection remains unknown. The pet-CT scan shows no clear source of infection identifiable. Pump was working as intended. Patient is visiting the hospital on regular basis for routine follow-up and antibiosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that patient presented with fever and elevated infection parameters. Blood culture was positive for enterococcus faecalis. The swab from driveline exit sites are without findings, the exit site was bland. Regredient infection parameters under antibiotic therapy. A positron emission tomography-computed tomography (pet-CT ) scan was scheduled in the interval after discharge.